Event description:
It was reported that the conductive link has migrated and was visible through the tympanic membrane. In (B)(6) 2009, re-positioning of the conductive link was carried out. However, after surgery, the pt was no longer able to hear with her vsb. An implant check was carried out on (B)(6), 2009. Rtf-measurement showed no response. The pt is still not able to hear with her device. Explantation is scheduled on (B)(6), 2009. The pt is to be re-implanted after the chronic inflammation in the middle ear has healed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.